Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had an e433 error. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was likely due to - display of eror code e433 caused by generator board. The most probable cause of the complaint is likely linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.